Event description:
It was reported that the physician attempted to implant the left ventricular (lv) pace/sense lead and had diaphragmatic stimulation. The lead was removed and returned, and a different model lv lead was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned and analyzed. Blood/body fluid was observed on the distal conductor (not obstructed) and the outer tubing overlay. Blood was observed in/on helix and the lead was stretched.